Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a catheter steam pop occurred. During an ablation procedure for atrial fibrillation with an intellanav mifi open-irrigated catheter, while ablating the right inferior pulmonary veins (ripv), a steam pop occurred. The dielectric spectroscopy (ds) and generator impedance graphs were evaluated, and both looked normal. The patient's blood pressure remained stable, and no intervention was required. They were able to complete the procedure. Upon analysis of egms, it confirmed a steam pop. The cause of the steam pop was unknown, but it was noted that it was an independent lesion, with no lesion stacking and a 10 second duration. The flow rate during ablation was 30ml/min. The catheter was disposed of and will not be returned for analysis.